Manufacturer narrative:
This report is submitted on november 28, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The device was explanted on (B)(6) 2016 and the patient was implanted with a new device during the same surgery.